Event description:
The customer stated that he was hospitalized for low blood glucose levels, with a reading of 20 mg/dl. The customer stated that he lost consciousness, and the paramedics broke down the door to get to him. The customer was unable to troubleshoot due to poor eyesight. The customer stated that his doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.